Manufacturer narrative:
The product was received and it turned out, that the implant itself fractured. H6 coding added health effect - clinical code: add 2013. Component code: remove 887. Type of investigation: add 10. Investigation findings: add 3243. H10 therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. We will continue to track and monitor the trend.

Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and will be removed. Dentsply sirona implants is not the legal manufacturer of the fractured abutment that caused the event.

Event description:
It was reported that a patient experienced a dental implant loss.